Event description:
Expired material implanted into pt in 2009. The product was used past its expiration date of march 2009.

Manufacturer narrative:
Device has been implanted, hence cannot be evaluated.